Event description:
According to the reporter, prior to use, the four swivel catheters had a crack on the interface. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: 331/5661 extend swivel catheter mt x25 (lot# 23d0388fax), 331/5661 extend swivel catheter mt x25 (lot# 23d0388fax), 331/5661 extend swivel catheter mt x25 (lot# 23d0388fax), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 summary evaluation: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that four catheters were received; one in its original opened package and three without their original package. All of these showed that the 15 mm connection were broken. A leakage test was performed on the returned devices, and the result was failed for all the samples. It was reported that the four swivel catheters had a crack on the interface. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.